Event description:
A malfunction alarm was reported, and a troubleshooting process was initiated. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, which continued to malfunction, leading to the decision to replace it. The customer will temporarily switch to multiple daily injections for insulin delivery and was instructed on returning the faulty pump.